Event description:
It was reported that the patient presented with controller fault and backup battery fault alarms. Log files were submitted for review and captured a controller internal faut and backup battery fault alarms on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information reported that exchanging the system controller resolved the alarms.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm and backup battery fault alarm was confirmed via the submitted log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (20240221_121736) for review that showed events spanning approximately 2 days (20feb2024 - 21feb2024 per timestamp). On 21feb2024 from 00:27:02 ¿ 11:58:02 controller internal fault alarms activated due to a vs a low fault, vs b low fault, and boost ov fault; these faults will activate when the controller motor voltage va_s and vb_s are between the ranges of 1v ¿ 13.4v, and when there is a detection in over voltage. Additionally, backup battery fault alarms due to a backup battery circuit fault were active on (B)(6)2024 from 00:27:05 ¿ 11:58:02. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file that would indicate an issue with the system controller. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault, backup battery alarm, and no external power alarms, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.